Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic with pacing sensitivity. The device was tested in bipolar and unipolar pacing vectors down to loss of capture and the patient still felt stimulation. The physician elected to reposition the right ventricular lead (B)(6) 2020 and the patient was stable following.